Event description:
It was reported that an elevate device caused "severe and permanent bodily injuries and significant mental and physical pain and suffering and economic losses," and "permanent adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.